Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis (fa) confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley and on the cautery conduct cap. There was no damage to the conductor wire. The instrument passed an electrical continuity test. A review of the instrument log (attached) for the permanent cautery hook instrument (420183-06/m10111031 343) associated with this event has been performed. Per the logs, the instrument was last used on 12/18/2018. A review of the site's complaint history shows no additional complaints related to this product and/or this event. No image or video was provided by the site for review. This complaint is being reported because thermal damage proximal to the ceramic sleeve is evidence of electrical discharge at a location other than intended. While there was no harm or injury to patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information were either unknown or unavailable. The device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's ninth usage and, therefore, had not expired. Date of implant is not applicable because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the plastic on the distal end of the permanent cautery hook instrument charred/melted. The procedure was completed with no report of patient harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and cannula were inspected prior to use. The surgeon is not sure if a pin gage was used to check the cannula. No electrolube was used. The permanent cautery hook instrument was taken out for wiping and brought back into the abdomen when the surgeon noted ¿the split in covering.¿ the instrument was used for approximately 20 minutes and a valley lab esu was in use with the following settings: cut _40_ coag _40_. The surgeon believed that coag was activated when the issue was noted. The customer also had a fenestrated bipolar instrument installed on the system. The permanent cautery hook instrument was removed with a straightened wrist prior to issue occurrence. The permanent cautery hook instrument did not appear to be damaged before use. The surgeon indicated that the permanent cautery hook instrument ¿probably¿ collided with another instrument or tool during the procedure. The surgeon confirmed that there was no injury to the patient. The patient has not returned to the hospital due to a postoperative complication. There is no video available. The da vinci coordinator clarified that the procedure was with dr. (B)(6) and not with dr. (B)(6). There were no pre-existing medical conditions noted. The da vinci coordinator was not able to provide patient race nor birthday.